Manufacturer narrative:
Additional information was added to b3, d4 expiration date, h4 and h6. B3: the event occurred either on (B)(6)2019 or (B)(6)2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two millimeter flat disc (plastic piece) was observed floating inside a 150 ml intravia container. The bag was filled with chemotherapy medication (unspecified). This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.